Manufacturer narrative:
The device was received for evaluation. During evaluation, the device falsely alarmed upstream occlusion when attempting to run a test infusion. The cause was identified to be fluctuating fluid numbers which indicates the ultrasonic sensor is failing. The ultrasonic sensor requires replacement to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed false upstream occlusion when attempting to run a test infusion. No additional information is available.